Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where it was unable to gain height after arm flip. The valve was deployed 2 cm low and tilted. The physician was able to push the evoque valve back into place with the delivery system but possibly damaged the leaflet. The procedure was completed with a reduction of tr (tricuspid regurgitation) from torrential to severe. The patient did have signs of improvement. The clinical specialist further stated that all the correct steps were taken and at timeout the team believed they would be able to deploy safely with adequate imaging. Once it was realized that the team was more ventricular than thought, every maneuver was attempted to get atrial. Unfortunately, the ivc/delivery system were not translating these attempts. The physicians did believe it was going to be okay and peeked anchors, went to 45 degrees with anchors then 90 degrees with anchors where they became caught. All maneuvers were correctly executed before deployment. Anchors were at 45 and the team was committed to deploying the valve at that point. The team must have caught on a chord or papillary not well seen by echo. Tee and ice were both used and were optimal enough at timeout but as the procedure went on it became worse. It was very difficult to see subvalvular apparatus. Imaging was very difficult both with tee and ice. There was a high papillary muscle, but it looked like it would be able to clear it with the anchors. Again, poor imaging and not having any additional maneuvers were left to use to gain height. The valve expanded as expected. The patient is stable and discharged and is being followed up for tr.

Manufacturer narrative:
The complaint for valve deployed too ventricular position and central regurgitation was confirmed with empirical evidence per the description from the clinical specialist. No manufacturing or functional non-conformities were found or identified from the imaging evaluation. Available information suggests that the procedural, patient related, and imaging issues may have contributed to the event. However, a definite root cause could not be determined since no images were provided for review.